Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver cycled power to clear the 2240 alarm and started therapy over using the same supplies. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While troubleshooting for a system error 2240 on the homechoice (hc), a technical service representative (tsr) discovered that after clearing the 2240 alarm, the care giver (cg) restarted therapy using the same supplies. The home patient (hp) was never disconnected from the device. The tsr reviewed proper procedures with the cg. The tsr advised the cg to start over with new supplies and contact a registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.